Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to sense and pace, and exhibited low pacing impedance. The rv lead was not used. The physician continued to use another lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense, failure to capture and low pacing lead impedance were confirmed. A complete lead was returned in one piece. X-ray examination, electrical testing and visual examination were performed. The cause of the reported events was due to the shorting of conductors at the connector region due to the over-torqued inner coil which is consistent with procedural damage.